Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my coil was embedded in my uterus/ embedded in the left cornu is a coiled metallic wire( essure clips)') and device expulsion ('my coil was embedded in my uterus') in a 43-year-old female patient who had essure (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control at the time of essure" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included birth control pill (prevent pregnancy) from 2002 to 2007, gravida ii, parity 2 (date of births: (B)(6) 1998; (B)(6) 2000), c-section and endometriosis. On 2013, examination of the upper gi tract. She had a negative pregnancy test that day(B)(6) 2017). Previously administered products included for contraception: yasmin. Concurrent conditions included mole excision (aug2017 - removal of cancerous mole/malignant melanoma) since october 2015, overweight, bleeding genital, anesthesia, adenomyosis, dysphagia, esophageal reflux and gastrointestinal mucosal disorder. Concomitant products included drospirenone + ethinylestradiol (yasmin). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain ("persistent abdominal pain/ severe and persistent pain"), abdominal pain lower ("cramping") and dysmenorrhoea ("heavy menstrual pain"). In february 2008, the patient experienced menorrhagia ("horrible periods with heavy bleeding"), rash ("skin eruptions"), multiple sclerosis ("multiple sclerosis") with pain, fatigue ("extreme fatigue / tired all the time"), irritability ("irritability") and dermal cyst ("cyst-like growths on her groin, buttocks and face/ cysts on her face and body"). In 2008, the patient experienced depression ("depression"). In 2009, the patient experienced abdominal distension ("stomach bloating / bloating"). In 2010, the patient experienced fall ("fall"). In 2011, the patient was found to have weight increased ("severe weight gain"). In 2012, the patient experienced gastrooesophageal reflux disease ("gerd (gastro esophagus reflex disease)"). On (B)(6)2015, the patient experienced nickel sensitivity ("allergic to nickel"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to gold ("allergy to gold (essure might have exacerbated)"), hypersensitivity ("hypersensitivity reaction"), malaise ("generally felt sick"), anxiety ("anxiety and issues with coping"), emotional disorder ("issues with coping/ stealing life away"), inflammation ("she felt it caused inflammation to her entire system"), hypoaesthesia ("numbness in right leg"), gastric disorder ("stomach issues"), uterine enlargement ("her uterus was 3 times normal size"), feeling abnormal ("brain fog") and complication of device insertion ("only had one because implanting dr could not get second coil in/ the essure was not able to be inserted in the fallopian tube on the right side and the doctor had to do a tubal"). The patient was treated with bupropion hydrochloride (wellbutrin), glatiramer acetate (copaxone), ibuprofen, teriflunomide (aubagio), hot pads ,hot baths, hot pads, hot baths sleep and surgery (B)(6) 2015: hysterectomy to removal of the essure device and hysterectomy to removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, menorrhagia, abdominal pain, abdominal distension, rash, fatigue, depression, weight increased, irritability, gastrooesophageal reflux disease, dermal cyst, anxiety and uterine enlargement had resolved, the abdominal pain lower and dysmenorrhoea had not resolved and the nickel sensitivity, allergy to gold, hypersensitivity, multiple sclerosis, malaise, emotional disorder, inflammation, fall, hypoaesthesia, gastric disorder, feeling abnormal and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, complication of device insertion, depression, dermal cyst, device expulsion, dysmenorrhoea, embedded device, emotional disorder, fall, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, hypersensitivity, hypoaesthesia, inflammation, irritability, malaise, menorrhagia, multiple sclerosis, nickel sensitivity, rash, uterine enlargement, weight increased and allergy to gold to be related to essure. The reporter commented: only had one coil because implanting dr could not get second coil in, she ended up getting tubal as well (tubal ligation and appendectomy in dec2007) medical records: the essure device inserted into the ostia bilaterally in usual fashion and the coils were placed without difficulty. There were 10 (as written) coils trailing in the cavity on the left and 6 coils (as written) trailing on the right. The patient tolerated the procedure well and was shortly discharged home is stable. Insertion details: coils: left side -10; right side- 0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: uterine enlargement. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number was added. Concomitant drug, reporter, reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("my coil was embedded in my uterus"), menorrhagia ("horrible periods with heavy bleeding"), abdominal pain ("persistent abdominal pain/ severe and persistent pain"), abdominal distension ("stomach bloating / bloating") and multiple sclerosis ("multiple sclerosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included birth control pill (prevent pregnancy) from 2002 to 2007, gravida ii, parity 2 (date of births: (B)(6)) and c-section. Concurrent conditions included overweight, mole excision ((B)(6) 2017 - removal of cancerous mole/malignant melanoma) since (B)(6) 2015 and bleeding genital. In 2007, 145 days before insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy menstrual pain") and abdominal pain lower ("cramping"). On (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced multiple sclerosis (seriousness criterion medically significant) with pain and fall ("fall"). On (B)(6) 2015, the patient experienced the first episode of allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("my coil was embedded in my uterus"), fatigue ("extreme fatigue / tired all the time"), depression ("depression"), weight increased ("severe weight gain"), irritability ("irritability"), gastrooesophageal reflux disease ("gerd (gastro esophagus reflex disease)"), rash ("skin eruptions"), dermal cyst ("cyst-like growths on her groin, buttocks and face/ cysts on her face and body"), hypersensitivity ("hypersensitivity reaction"), malaise ("generally felt sick"), anxiety ("anxiety and issues with coping"), emotional disorder ("issues with coping/ stealing life away"), inflammation ("she felt it caused inflammation to her entire system"), hypoaesthesia ("numbness in right leg"), gastric disorder ("stomach issues"), feeling abnormal ("brain fog"), complication of device insertion ("only had one because implanting dr could not get second coil in"), treatment noncompliance ("did not use birth control at the time of essure"), the second episode of allergy to metals ("allergy to gold (essure might have exacerbated)") and uterine enlargement ("her uterus was 3 times normal size"). The patient was treated with glatiramer acetate (copaxone), teriflunomide (aubagio), bupropion (wellbutrin), ibuprofen, surgery (hysterectomy to removal of the essure device) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menorrhagia, abdominal pain, abdominal distension, device expulsion, fatigue, depression, weight increased, irritability, gastrooesophageal reflux disease, rash, dermal cyst, anxiety and uterine enlargement had resolved, the multiple sclerosis, hypersensitivity, malaise, emotional disorder, inflammation, fall, hypoaesthesia, gastric disorder, feeling abnormal, complication of device insertion, treatment noncompliance and the last episode of allergy to metals outcome was unknown and the dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, complication of device insertion, depression, dermal cyst, device expulsion, dysmenorrhoea, embedded device, fall, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, hypersensitivity, hypoaesthesia, inflammation, irritability, malaise, menorrhagia, multiple sclerosis, rash, treatment noncompliance, uterine enlargement, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter considered emotional disorder to be unrelated to essure. The reporter commented: only had one coil because implanting dr could not get second coil in, she ended up getting tubal as well (tubal ligation and appendectomy in (B)(6) 2007). Medical records: the essure device inserted into the ostia bilaterally in usual fashion and the coils were placed without difficulty. There were 10 (as written) coils trailing in the cavity on the left and 6 coils (as written) trailing on the right. The patient tolerated the procedure well and was shortly discharged home is stable. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). On 2013, examination of the upper gi tract. She had a negative pregnancy test that day ((B)(6) 2017) . Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: menorrhagia concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: uterine enlargement. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs received ¿ case upgraded as incident and valid from invalid. New events: severe and persistent pain, multiple sclerosis, horrible periods with heavy bleeding, extreme fatigue / tired all the time, depression, persistent abdominal pain, stomach bloating / bloating, severe weight gain, irritability, gerd, skin eruptions, cyst-like growths on her groin, buttocks and face, heavy menstrual pain, cramping, allergic to nickel / allergy to gold, hypersensitivity reaction, generally felt sick, anxiety and issues with coping, she felt it caused inflammation to her entire system, fall, pain in various parts of the body due to having ms, numbness in right leg, stomach issues, brain fog, my coil was embedded in my uterus, her physician could not get a coil into her right tube, did not undergo essure confirmation test, did not use birth control at the time of essure, her uterus was 3 times normal size were added. Event injuries nos was deleted. (B)(4). Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.